Manufacturer narrative:
As reported, during the procedure suspected contaminants (small yellow stains of unknown nature) were found on the sterile inner packaging of the 3dmax light mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. If/when the sample has been returned and evaluated a supplemental MDR will be submitted to document the results. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Based on the sample evaluation conducted, the root cause was confirmed to be manufacturing-related. The reported "yellow stains" on the mesh was identified as excess food-grade lubricating oil from the sewing machine. Awareness was communicated to the appropriate personnel to emphasize the importance of product visual acceptance criteria and the cleanliness of equipment as established under current procedure revision requirements. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Corrected field: h4. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2025 the patient underwent a tension-free laparoscopic hernia repair. During the procedure, suspected contaminants (small yellow stains of unknown nature) were found on the sterile inner packaging of the 3dmax light mesh. The product box was confirmed to be fully sealed with no visible damage to the inner or outer packaging. Another mesh was used to complete the procedure. There was no reported patient injury.

Event description:
As reported, on (B)(6) 2025 the patient underwent a tension-free laparoscopic hernia repair. During the procedure, suspected contaminants (small yellow stains of unknown nature) were found on the sterile inner packaging of the 3dmax light mesh. The product box was confirmed to be fully sealed with no visible damage to the inner or outer packaging. Another mesh was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, during the procedure suspected contaminants (small yellow stains of unknown nature) were found on the sterile inner packaging of the 3dmax light mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 1,380 units. If/when the sample has been returned and evaluated a supplemental MDR will be submitted to document the results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.